Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on an unspecified date with an inr of 1.4. The hospital staff bridged the patient with a half dose of lovenox until his inr was greater than 2. It was mentioned that the patient¿s inr target was increased with a goal of 2.5 to 3 due to a previously seen possible thrombus layer within the outflow graft. The patient did not exhibit any signs or symptoms of pump thrombosis; it was observed during a hospital visit. The lvad parameters were reported to be stable and the patient had no known coagulopathies. The patient was on hospice care and expired on (B)(6) 2015. It was reported that there were no device issues leading to the decision for hospice and that the device was functioning as expected. The lvad was deactivated once the patient became unresponsive.

Manufacturer narrative:
Approximate age of device: 1 year and 10 months. A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.